Manufacturer narrative:
Visual inspection: it was observed that the distal lever/clamp had deformed. The circular feature of the clamp had flattened. Functional inspection: the device was functionally inspected using a sample decompression tube. The tube did not fit securely onto to clamp due to the deformation. The connection was unstable and the tube was moving. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per the surgical technique: for instruments designed for reuse: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery. The examination shall include a visual and functional inspection of the working surfaces, articulation points, and springs. It should also include verifying all welded connections, that all components are present, and the cleanliness of the orifices and cavities, as well as the absence of any cracks, distortion, impact, corrosion or other change. For instruments with articulations, lubrication may be necessary. Using a silicone lubricating cream is recommended. The most likely cause of the reported event is normal wear after repeated use.

Event description:
It was reported that the securing mechanism of a lite decompression tube snake arm is "crushed" and will not hold the tube. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the securing mechanism of a lite decompression tube snake arm is "crushed" and will not hold the tube. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.